Event description:
Incontinence; I noticed not being able to hold my bladder in the walk it took to get to the bathroom and my muscles wouldn't hold urine from leaking. I didnt' have a test as none was needed, it was my personal experience. FDA safety report ID# (B)(4).